Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous, 80% stenosed, de novo lesion in the proximal left anterior descending (plad) artery. The lesion was pre-dilatated with 1.5x12mm and 2.0x12mm mini trek balloon dilatation catheters (bdc) and a 3.5x38mm xience alpine drug eluting stent (des) was implanted at the target lesion. Subsequently, imaging revealed a distal end dissection. A 3.0x33mm alpine des was implanted to cover the dissection with a timi iii flow and no residual stenosis. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.